Event description:
It was reported that the pt experienced an inflammatory mass. The pt was on both high flow and high concentration of morphine. The pt had a surgery to remove the granuloma on (B)(6)2010. No pt symptoms or outcome was reported. Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)